Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board cable was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare has investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was an error causing an inability to initiate mechanical ventilation. There was no patient involvement.